Event description:
Patient deceased (death). Case (B)(4) is a serious, spontaneous case received from a pharmacist via the FDA in united states. This report concerns a patient (no patient identifiers reported) who died during treatment with euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, unknown dose, for unknown indication on an unknown date. The pharmacist reported that patient was deceased and this was verified with the patient's physician's office. No additional information was provided. This case was deemed serious due to patient death on an unknown date. Action taken with euflexxa was not applicable. At the time of this report, the case outcome was fatal. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was fatal. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: not related. Other case numbers: internal # - others = mw5086150. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.